Manufacturer narrative:
Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. This device is recommended for use with a 0.014" (0.36mm) guidewire as per the instructions for use (IFU). During the product analysis a boston scientific 0.014" filterwire was successfully inserted through this device with no resistance experienced or lumen obstruction encountered. The guidewire used by the customer was not returned for analysis. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent in the correct position on the device. No issues were noted with the stent. This concludes the product analysis.

Event description:
It was reported that device entrapment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left origin of internal carotid artery a 10.0-31 carotid wallstent was selected for treatment. During the device removal, severe resistance (friction with the guidewire) was noted when attempting to remove the device shaft after deployment with the 3.5-5.5 190cm filterwire ez. The device became stuck on the filterwire ez as shown in the fluoroscopic image. When the carotid wallstent was pulled, the filterwire ez was pulled along with it. It was slowly and carefully removed in order to continue the procedure. The procedure was completed with this device. There were no patient complications as a result of this event.

Event description:
It was reported that device entrapment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left origin of internal carotid artery a 10.0-31 carotid wallstent was selected for treatment. During the device removal, severe resistance (friction with the guidewire) was noted when attempting to remove the device shaft after deployment with the 3.5-5.5 190cm filterwire ez. The device became stuck on the filterwire ez as shown in the fluoroscopic image. When the carotid wallstent was pulled, the filterwire ez was pulled along with it. It was slowly and carefully removed in order to continue the procedure. The procedure was completed with this device. There were no patient complications as a result of this event

Manufacturer narrative:
Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. This device is recommended for use with a 0.014-inch (0.36mm) guidewire as per the instructions for use (IFU). During the product analysis a boston scientific 0.014-inch filterwire was successfully inserted through this device with no resistance experienced or lumen obstruction encountered. The guidewire used by the customer was not returned for analysis. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent in the correct position on the device. No issues were noted with the stent. This concludes the product analysis.

Event description:
It was reported that device entrapment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left origin of internal carotid artery a 10.0-31 carotid wallstent was selected for treatment. During the device removal, severe resistance (friction with the guidewire) was noted when attempting to remove the device shaft after deployment with the 3.5-5.5 190cm filterwire ez. The device became stuck on the filterwire ez as shown in the fluoroscopic image. When the carotid wallstent was pulled, the filterwire ez was pulled along with it. It was slowly and carefully removed in order to continue the procedure. The procedure was completed with this device. There were no patient complications as a result of this event.